Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of these phenomena could not be identified. Based on the results of the investigation, the phenomenon may be caused by faulty function of the device itself or a board, the cause of the fault could be worn out parts but was unable to be identified. IFU (instruction for use) states as follows: when troubles or failures other than those listed in the following table are observed, turn off the video system center once and turn it on again. If the problem still cannot be resolved, return the video system center for repair as described in section 9.3, ¿returning the video system center for repair. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Inspection found front panel buttons are not working due to the defective front panel unit. Customer reported issue of "enter button" not working is confirmed. Unit has up to date main switch and s/w ver (B)(4). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, enter button on the processor is not working. The issue found at preparation for use. There is no patient involvement associated on this reported event.